Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Bilateral patient - left side reported under a separate complaint. Litigation papers allege patient suffered the following injuries as a result of the implantation with asr implant: underwent additional surgical procedures that would not have been needed; permanently harmed by severe metal poisoning and metallosis from the metal debris of the asr implants; permanently harmed because of complications normally associated with a second and third hip replacement. Patient will have the right asr hip implant explanted in the future. ***update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised due to pain and fluid build-up.

Event description:
Bilateral patient - left side reported under a separate complaint. Litigation papers allege patient suffered the following injuries as a result of the implantation with asr implant: underwent additional surgical procedures that would not have been needed; permanently harmed by severe metal poisoning and metalosis from the metal debris of the asr implants; permanently harmed because of complications normally associated with a second and third hip replacement. Patient will have the right asr hip implant explanted in the future.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.